Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. Low impedance was observed on the atrial lead. The physician will monitor the lead. There was no adverse health consequence to the patient.